Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during jejunal resection in a laparoscopy-assisted distal gastrectomy, malfunction occurred at the fourth firing. When the nurse operated the power handle, there was no problem with the calibration and indicator display. (The three status indicators all illuminated green.) The surgeon confirmed the fire mode and pressed the blue close/fire button, but the firing did not advance. The blue status indicators did not illuminate. The surgeon said that because the jejunum was clamped, it was unlikely that the tissue was out of the device applicable scope. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.